Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
During rf procedure the dr. Received a warning 08. He used the probe for three levels of the case and everything was fine, but when it came time for the burning, the probe failed. This was the last 5cm probe with no back up on hand. Patient was scheduled the following day and the procedure was completed with a precision probe.